Manufacturer narrative:
Both inr results provided by the customer were performed more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Root cause could not be determined from the info provided by the customer. No product is expected to be returned and no strip lot info was provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.8. Date: (B)(6) 2010, inr 1.8.